Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced issues with the device, specifically a pain stimulation implantable pulse generator (ipg). The implant battery was depleting faster than expected, and the patient was unable to adjust the stimulation. Additionally, the patient repeatedly received a 'settings not available' message. The patient confirmed that there had been no falls or trauma. Troubleshooting steps included instructing the patient to use the controller and try other groups, but the same message persisted. The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2025-04-07 10:40:19 cst pli# 10 product ID# 97715 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Product type lead product ID 977a290, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that conductor #5 was broken at the electrode 3.80 cm from the distal end. Also, the #6 conductor was broken at the electrode at 4.5cm from the distal end, and the #7 conductor was broken at the electrode 5.25cm from the distal end. Product type lead product ID 977a290 serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that conductor #2 was broken 1.75cm from the distal end, conductor #3 was broken 2.50cm from the distal end, conductor #6 was broken 4.75cm from the distal end, and additional conductors were broken 5.5cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On march 11, 2025, the rep provided the tracking number for the return shipment of the devices that were being returned for analysis.

Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# unknown implanted: 2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep who reports patient was seen at their surgeon¿s office. They have not been able to turn up their stimulation. They deny any recent adverse events. The patient¿s system was interrogated. Lead connectivity revealed 8-15 in the ¿red¿. Impedance check revealed electrodes 5,7, 8 and 12 in the ¿do not use¿ category (40000) and electrodes 6, 10, 11, 13, 14 and 15 in the ¿avoid¿ category (12080 - 40000). The patient was reprogrammed utilizing the remaining six electrodes. This resulted in right side stimulation only. Per the physician, the patient will be scheduled for a lead revision with possible generator change.

Manufacturer narrative:
Continuation of d10: product ID: 977a290; serial#: (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2025; product type: lead. Product ID: 977a290; serial#: (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2025; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the system was replaced due to multiple electrodes with out of range impedances. The devices will be returned. The issue was resolved with replacement.